Event description:
A display message was reported with the adc device. A "pc/connected to computer" message was displayed when the device was not connected to a computer, and the customer was unable to obtain readings. The customer further reported an unspecified hcp glucose result was obtained and received third-party medical treatment however, no further details were provided as the customer disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.